Event description:
It was reported that during the insertion of the sheath in the pt's right femoral artery, the sheath separated and remained in situ. A surgical procedure was performed to remove the separated portion. There were no add'l complications.